Event description:
Left knee swelling [joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician through a company rep regarding a (B)(6) female pt, initials (B)(6), with a relevant medical history of osteoarthritis. The pt received one injection of synvisc-one into each knee on (B)(6) 2010. The synvisc-one lot # was q1007 with expiration date 02-2013. The pt experienced left knee swelling and left knee effusion after receiving the synvisc-one injections. On (B)(6) 2010, the left knee was aspirated and the culture was negative. As of the date of receipt of this report, the pt's outcome was unk. Add'l info was received on (B)(4) 2010 in the form of a qa investigation summary. The production and qc documentation for lot# q1007, with expiration date 02/2013 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Add'l info was received on (B)(6) 2010 from the physician which upgraded this case to a serious case. The physician confirmed, the pt had a history of moderate osteoarthritis for the last five years. The x-ray grade of osteoarthritis was grade 3. He updated the medical history to include previous treatment with nsaids, steroids, joint narrowing; there were no osteophytes or prior effusion. The physician confirmed that the pt received a synvisc-one injection in each knee on (B)(6) 2010 and effusion was not collected before the injection. The pt was on no concomitant medications during the synvisc-one treatment. The physician confirmed that the pt experienced left knee swelling and left knee effusion starting on (B)(6) 2010. The treatments for left knee swelling included an aspiration and an intra-articular steroid injection. The physician provided the pt's lab results for tests performed on (B)(6) 2010. The results reported were: synovial fluid culture: no evidence of growth was seen in 5 days; synovial fluid nucleated cells: 8025/cmm; synovial fluid rbcs: 375/cmm; synovial fluid wbcs: neutrophils=54%, eosinophil=5%.lymphocytes=4%, monocytes=37%. The physician assessed the relationship of the events with synvisc-one as probable and the intensity of both symptoms as severe. The physician confirmed that the lot # of synvisc-one used to treat this pt was q1007. The outcomes of both the events as stated by the physician are recovered with sequelae. MFR's comment: the benefit-risk relationship of the product is affected by this report.